Manufacturer narrative:
The reported failure of trilogy 100 ventilator internal battery related to failure of the power management circuit board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for completion of return to stock recertification. There was no patient involvement, and no harm or injury reported. On device evaluation, there were no significant errors in the error log. The device was returned to the technician for additional evaluation of a failed repair test. The device failed test for the internal lithium-ion battery not being recognized. Replacement of the power management circuit board was required to address the issue. The device then passed all testing. Additional findings not related to the malfunction/issue: the device's rubber feet were missing/displaced and required replacement.